Event description:
It was reported that the surgeon performed an occiput-t2 revision/extension to t3. There was a fractured c1 smooth shank screw (3.5x28mm) in which the tulip head was completely displaced from the shank. During the revision surgery, after gaining access, the surgeon proceeded to remove 18 total blockers from the construct. He verbally noted that multiple blockers were loose upon removal. He then removed both vitallium rods (2 offset connectors included). After removing his rods he had to fish out the screw threading of the c1 smooth shank screw that was fractured.

Manufacturer narrative:
Result: the device was not returned and no lot # was provided, so a manufacturing record review could not be performed. Per the surgical technique, "delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant.", the surgical technique also states, "while the expected life of spinal implant components is difficult to estimate, it is finite." As the tulip was also found to have disengaged, this further supports the root cause of loading cycles causing the device failure. Conclusion: the most probable root cause of the failure is additional and repetitive stresses placed on the construct from the lack of fusion.

Event description:
It was reported that the surgeon performed an occiput-t2 revision/extension to t3. There was a fractured c1 smooth shank screw (3.5x28mm) in which the tulip head was completely displaced from the shank. During the revision surgery, after gaining access, the surgeon proceeded to remove 18 total blockers from the construct. He verbally noted that multiple blockers were loose upon removal. He then removed both vitallium rods (2 offset connectors included). After removing his rods he had to fish out the screw threading of the c1 smooth shank screw that was fractured.